Event description:
It was reported the catheter was being placed in the patient's arm in the main theatre. The guide wire became unraveled and separated when being removed. A small piece of wire was retained in the patient's arm. An x-ray determined the site of the wire and it was then removed. The piece of wire was removed from the pt via the cut down method. No add'l info is available. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4).